Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a (B)(6) patient had a skin irritation. The patient reported that the lifevest was cutting into her causing sores. There was no alleged device malfunction. The patient's physician advised her to continue changing and cleaning her device. Follow-up indicated that the irritation did not get worse. There is no indication of a serious injury.